Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr3248 showed no similar product complaint(s) from this lot number.

Event description:
It was reported that minuscule foreign particulates were present inside the extension tubing of the catheter, which were similar to the catheter in appearance and color and had been aspirated into the syringe. The catheter was removed.